Manufacturer narrative:
The insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, missing serial number label, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump's reservoir compartment had a crack. The insulin pump was not bumped or dropped. There was no car accident. The retainer ring was broken. The customer's blood glucose level was 9.0 mmol/l. They did not know how it happened. The device will be returned for analysis.